Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the reset, and advised them to continue using the pump. The customer was instructed to call back if the malfunction code recurred and they acknowledged and understood the instructions.